Event description:
It was reported that a patient experienced an unknown alarm on their homechoice device during peritoneal dialysis therapy. There was patient involvement; however, no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The reported event was an unspecified alarm. A service history review showed that the servicing did not cause or contribute to the reported event. A visual inspection was performed on the homechoice with no problems found and the device passed return instrument test/evaluation (rite) functional and electrical testing. During the review of the event history log, there were several alarms noted in the log, and only one alarm that the patient could have been referring to as this event, the check heater line alarm. The evaluation verified that the reported alarm was the check heater line alarm and the cause could not be determined. It was determined that there was no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.